Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, detached end cap and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
It was reported via phone call that customer experienced physical damage of insulin pump. It was reported that the drive support cap popped out. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.